Event description:
Toshiba service reports the system fluoro failed during an urology procedure. Procedure was completed by using a portable c-arm fluoro unit. On (B)(6): (B)(6) service reports, (B)(6) male patient undergoing a bladder, stent, laser procedure under sedation when the fluoro failed. As reported, procedure completed with portable fluoro c-arm unit. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.